Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch vita enhanced read inaccurately high compared to another device. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2013 at 630am. It was reported the subject meter read "25-28 points" higher compared to the other meter. Specific results were not provided. The patient manages her diabetes with insulatar insulin (120 units). The patient reportedly administered her usual dose of insulin at the time of the alleged issue. Later that morning, the reporter claims the patient "presented symptoms" and went to the hospital. Specific symptoms were not provided. The patient obtained a blood glucose result of "26 mg/dl" with the hospital meter. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within range. Replacement products were sent to the patient. This complaint is being reported because, a reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly obtained a blood glucose result suggestive of a serious injury on another device after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.